Manufacturer narrative:
Insulin pump received with blank display, problem isolated to mother board. Unable to confirm the critical block and inverse critical block did not add to zero alarm and unable to perform any tests due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they had pump error alarm on insulin pump. The customer's blood glucose was unknown. Advised customer to refer to back-up plan. The product was returned for analysis.